Event description:
It was reported by the field clinical representative that the patient with this implantable cardioverter defibrillator (ICD) stated experiencing a piercing sensation around the device, despite all measurements were within normal limits and power consumption remained stable at 97 percent. Ts assessed and indicated that the symptom had occurred before but did not persist. Ts documented the patient's product experienced report with the sensation that was localized to the right edge of the device. Additionally, the patient stated hearing a high-frequency sound. To date, this ICD remains in service. No adverse patient effects were reported.